Manufacturer narrative:
Update: involved components added d11. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00324 (400478225 pm431r), 9610612-2020-00325 (400478766 pm431r) & 9610612-2020-00326 (400478767 pm431r). Investigation results: the ceramic insulation was found broken at all provided pm431r. The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. The breakages of the ceramic was most likely caused by overload situation, e.g. Leverage or torsion during application or reprocessing. All the pm450r passed an visual inspection and a mechanic functional test. Gn281 is broken at the instrument-end internally an therefore no longer working. Both gn133 are working probably. The mentioned failure "sticking to tissue" could be caused by residues at the working end, the grasping surface must be clean and metallic bright, IFU must be observed. The device history records have been checked for all available lot numbers and found to be according to the specification, valid at the time of production. There are no further complaints registered against the same lot numbers. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. A CAPA is not necessary.

Event description:
Involved components : updated. Gn133 - unknown, gk281 - unknown, pm973r - unknown, pm450r - unknown, pm450r - unknown, pm450r - unknown, pm973r - unknown & pm973r - unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product jaw ins.bip.maryland. It was reported that the bipolar laparoscopic cautery graspers sticking to tissue. When cauterizing using bipolar setting the jaws of the grasper would not release from the fallopian tubes: once cautery was stopped, this caused tissue tearing and bleeding two aesculap graspers were tried by the surgeon and resident, both were sticking and would not release. This necessitated using a different cauterizing instrument to control this blood loss. No defects in the graspers were apparent and the electrical circuit seemed to work normally. The product was used on a patient at this time. It is unknown of there was a delay in surgery. An additional medical intervention was necessary. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00324 (400478225 pm431r), 9610612-2020-00325 (400478766 pm431r), 9610612-2020-00326 (400478767 pm431r). Involved components: gn133 - unknown, gk281 - unknown, pm973r - unknown.